Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6342s03. Implanted: (B)(6) 2022. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 60 mcg/day via implanted infusion pump for cerebral palsy it was reported that the patient experienced worsening spasticity. The date (B)(6) 2025 is considered an approximate onset / date of event (specific month and year known only). Since the patient¿s complaint showed symptoms similar to those previously observed regarding reduced effectiveness, a contrast study was performed this time as well; however, since csf could not be aspirated it was considered that there may be some kind of issue with the catheter. Therefore, after CT examination and other tests also performed, it was stated that the patient would be consulted, and the future treatment plan would be decided. Regarding outcome of the event, worsening spasticity has not recovered. The causal relationship of worsening spasticity was unknown if related to the catheter, and unrelated to the drug, pump, programming, and procedure. Refer also to MFR report (B)(4) regarding previous event.